Event description:
It was reported that the ventilator gave three breaths and then no flow with an audible alarm. The patient was removed from the ventilator and was manually ventilated for the remainder of the flight. No patient harm reported.